Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th december 2024, it was reported by an arthrex employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the anchor broke during insertion. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2024. Ar-5108 was used to prepare the bone socket. The anchor broke during insertion and no fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-5100-08.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-5100-08, graftbolt®, tibial, 8 mm, batch: 15214592, was received for investigation. Functional testing was not performed due to the damage to the device. Upon visual evaluation, it was noted that the sheath was broken/disfigured. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion. Per dfu-0173-eo rev 0; precautions: "5. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. 6. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion."